Manufacturer narrative:
The ventilator was being set up for patient use however the ventilator was not on the patient.

Event description:
The customer reported the respiratory staff was setting up for patient use when the ventilator alarmed alarm led failed (correlative complaint documented in philips' complaint database). At the time this message was barely visible as the screen brightness was so low they could barely read the screen. The ventilator was being set up for patient use however the ventilator was not on the patient. The authorized service provider (asp) determined the user interface (ui) assembly needed to be replaced. The asp replaced the ui assembly and the issue was resolved.

Manufacturer narrative:
G4: 510k- k102985. H6: health impact - no health consequences or impact, component - user input device.

Manufacturer narrative:
The user interface assembly was returned for failure investigation. The burn-out cold cathode fluorescent lamp (ccfl) backlight causes the dim display.